Event description:
Patient was in for an exploratory laparotomy, lysis of adhesions, excision of left abdominal mass, take down of the colostomy, and reanastomosis of colon to the rectum. The cdh29 was attached to the anvil. It did not make the clicking sound when fired. When the instrument was removed the anvil did not come with it. The stapler did not fire the staples. Another stapler was used and fired correctly. No injury.